Event description:
As reported on the medwatch form: epidural catheter placed difficult insertion. Physician removed catheter. Removal of catheter was very difficult. Catheter, once removed, was coiled and blue tip was missing from the end of the catheter. Diagnosis: pain medication for obstetric delivery." Since there is no reporting contact info made available on the medwatch form, no further info was obtainable at this time.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated and a lot number was not provided. The nature of the fracture could not be determined from the event description. Without the actual sample and a lot number, a thorough eval could not be performed. No specific conclusions can be drawn. While no specific conclusions can be drawn regarding the reported incident, incidents of this nature can generally be attributed to one or two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available info has been sent to the actual MFR, for further eval. If any further pertinent info becomes available, or the sample is received, a f/u report will be filed.